Event description:
As reported, when using a 7f exoseal vascular closure device (vcd), the visual indicator remained white until the end and fully withdrew. There was no reported injury to the patient. No additional information will be forthcoming. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.